Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited that noise occurred due to a cut on the charged coupled device cable, and no image was displayed. Also, noise occurred due to damage to the circuit board of the video plug section, and no image was displayed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a short circuit in the image sensor unit due to an air leak in the objective lens, and a short circuit in the video connector base due to an air leak in the video connector case. The inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ it is suggested that the user facility continue to review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.